Event description:
It was reported that there were concerns regarding loss of capture (loc) on the left ventricular (lv) lead in the patient with this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) reviewed the event and determined that there was not loc; however, the crt-d exhibited artifact noise oversensing, resulting in pacing inhibition. Ts provided reprogramming recommendations. No adverse patient effects were reported. This crt-d remains in service.